Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The iipv was also confirmed during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain, due to a false empty detect and use error, the clinician inappropriately setting the minimum drain volume percentage setting too low. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use during drain 6 of 6. The patient called the registered nurse (rn) who advised the patient to call baxter. The technical service representative (tsr) explained the alarm. The patient was attempting to get the machine to the end of therapy. The patient was no longer connected to the machine. The tsr explained the alarm. The tsr reviewed the ultrafiltration (uf). The total uf equaled 1058ml. The cycle 6 uf equaled 1681ml. The cycle 5 uf equaled -305ml. The cycle 4 uf equaled -488ml. The cycle 3 uf equaled 261ml. The cycle 2 uf equaled 317ml. The cycle 1 uf equaled 115ml. The tsr explained the reason for the alarm. The patient was told by the rn to continue to use the machine for therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The rn stated that he was aware of this event and there have been no known reoccurrences of the alarm. Since then, therapy has been going well. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.